Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported that an emergency doctor wanted to do an MRI around the area of the patient¿s implant due to a problem with the device or therapy. The caller did not have any further information. No patient symptoms were reported and the device was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.